Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown breast reconstruction with unknown tissue expender that upon the removal of expender surgeon noted the port was separated from expander after the explantation on (B)(6) 2018. The surgeon disposed the expender.